Manufacturer narrative:
Continuation of d10: product ID: 3387s-40, lot# v539902, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# va0yftq, implanted: (B)(6) 2015, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 23-jul-2013, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(6), ubd: 25-jun-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was receive from a patient about an implantable neurostimulator patient stated implantable neurostimulator ins was not working properly. He can decrease stimulation a little but can not increase it. Patient said they had been back to see their neurologist and they "set the machine as best as she could" the patient stated the ins is just not responding, stated his doctor might think one of his wires are broken or not connected properly. Agent redirected patient to their doctor to further address the issue.